Manufacturer narrative:
(B)(4). The device/packaging was returned for evaluation for not being sealed. The complaint was confirmed for open pouch and was scrapped out of inventory. There was no patient involvement.

Event description:
On (B)(6) 2018, the facility reported that the atriclip ach135 device was received with one end of the packaging not being sealed at all so the sterility of the product was not intact. No patient involvement, product was not used and returned by facility.